Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "pump states "needs service" when turned on". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1), an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.